Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the fluoro monitor failed. Customer provides no patient or procedural information other than to state no patient injury. Patient is fine.

Manufacturer narrative:
Covidien field service engineer (fse) evaluated the system for customer report of no fluoro and replaced a defective monitor. Fse verified proper operation per service checklist (B)(4). System was returned to full service by customer.